Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers on main and tower were off the bus. A field service engineer (fse) identified that all drawers in the main unit and tower doors 1 and 4 were not detected on the bus. The system was tested through the application and diagnostics, and the top cover was opened to inspect the communication sled. The auxiliary cabinet was tested and found to be fully functional. The station was power cycled, the pyxibus cable was reseated, and the unit was connected to a different outlet before rebooting. After reboot, the station successfully detected all drawers and tower doors. All components were tested and verified to be functioning properly, and the customer confirmed normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower multiple drawers on the main tower were off the bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.